Manufacturer narrative:
Eight sample and two photos of 10ml luer-slip syringes lot 3206175 were received and evaluated. Six of the samples were received loose and two in sealed packages. All product information was on the top web packaging. Both packaged samples and four loose samples are missing all or most of the scale markings, one sample has skewed scale causing most of the graduation lines to be missing, and one syringe has rolled scale with most of the numbers light print and barely visible. One photo shows a loose barrel missing all the scale markings and the other shows the skewed sale as described above. The condition observed is non-conforming per product specification. Potential root cause for the scale marking defects is associated with the marking process. A device history record review was completed for provided lot number 3206175 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
Materials#: 303134, batch#: 3206175. It was reported by the customer that the syringes without graduation marking. Verbatim: rcc received a complaint via email. I hope you are well. I am evelyn gil, sqe from medtronic. This e-mail is to notify you about a quality event detected in our manufacturing process. The details are listed in the table below. Mdt part number, description, mdt lot, impacted qty, supplier lot, po, issue, m728424b001, syringe 10 ml, 0012051061, 0012173819, 10 ea, 3 ea, 3206175, 4506718171, syringes without graduation marking. Pictures of the nonconformance: [cid:e4ba0717-b935-4107-a7c8-9f727166d06c]. Please help us with the following: * mitigation activities: includes review of stock/wip, lot number without the nonconformance on the next shipment to medtronic and confirm if the scope is only for the material reported or if there could be additional lots impacted by this nonconformance. Please let me know if you have any questions. Thanks in advance! Evelyn gil. Supplier quality engineer / sqa. Medtronic.

Event description:
It was reported that the bd syringe 10ml s/t 200 s/c had a scale marking issue. The following information was provided by the initial reporter: "syringes without graduation marking.". Verbatim: rcc received a complaint via email. Email(s) attached. I hope you are well. I am (B)(6), sqe from medtronic. This e-mail is to notify you about a quality event detected in our manufacturing process. The details are listed in the table below. Mdt part number. Description. Mdt lot. Impacted qty. Supplier lot. Po. Issue. M728424b001. Syringe 10 ml. 0012051061; 0012173819. (B)(4) ea. (B)(4) ea. 3206175 (B)(4) syringes without graduation marking. Pictures of the nonconformance: [cid:(B)(4)]. Please help us with the following: *mitigation activities: includes review of stock/wip, lot number without the nonconformance on the next shipment to medtronic and confirm if the scope is only for the material reported or if there could be additional lots impacted by this nonconformance. Please let me know if you have any questions. Thanks in advance! (B)(6). Supplier quality engineer / (B)(4). Additional information provided on 04/09/2024: 1. Are you able to provide the dates of the events in the format of mm-dd-yyyy? If unknown, can state unknown. Dates of occurrences: 03/08/2024; 03/15/2024. 2. Any physical sample available for investigation of affected product? If yes, are you able to provide the address of the facility for us to ship the return label? Yes, we have 8 samples. Address: medtronic. (B)(4).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.